Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Phone number: (B)(6).

Event description:
According to the reporter, during testing of the device, there was no issue. However, the instrument did not fire for the surgeon. After replacement of the cartridge, the firing was completed with no problem. There was no impact to the patient.

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was prefired. Functional evaluation noted that the reload functioned without issue. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.